Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (368-600 mg/dl); cause was not known. Infusion set site was changed. Correction bolus and insulin injection were used to treat bg. Pump system check with tandem technical support found the pump to be functioning properly. Recommendation was made for customer to consult with healthcare provider regarding event.